Event description:
On (B)(6) 2026, the patient experienced hyperglycemia with blood glucose levels up to 29 mmol/l (522 mg/dl) and elevated ketones at 1.9 (units not provided) while wearing the pod on the arm between 5 and 24 hours. The patient reported that the cannula did not properly insert into the skin, resulting in insulin leakage. The patient sought medical attention the same day, including for a scheduled diabetic review, while wearing the pod. No symptoms were reported. Insulin was administered via pen by healthcare professionals, and the patient was monitored until bg levels decreased. The appointment lasted an hour and 45 minutes.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation as the device was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.